Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged post implant. The lead was found to have high thresholds and undersensing with diminished r-wave measurement. The lead was revised and repositioned remaining in use. No patient complications have been reported as a result of this event.